Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that in the clinical trial the subject flow diverting stent was successfully implanted in the patient for the aneurysm in left internal carotid artery-ophthalmic (c6 segment) and the aneurysm neck was completely covered. 6 months post procedure it was observed by dsa that the patient had intimal hyperplasia with parent artery stenosis >50-75% from the proximal, mid and distal sections of the device with a raymond class 1 score. The patient was given continual dual antiplatelet therapy with aspirin 300mg/d and clopidogrel 75mg/d as a medical intervention. Currently patient has no symptoms with the mrs and nihss of 0.

Manufacturer narrative:
H4: manufacturing date ¿ added. D4: expiration date - added. D4: lot#- corrected. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. Therefore, the visual and functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Minimal additional information was provided. Parent artery stenosis >50-75% (proximal, mid & distal of the device) by dsa 6m post procedure- onset relative to the procedure: 6- months post-procedure. Intimal hyperplasia with parent artery stenosis > 50% was noted. Patient was given continue dual antiplatelet therapy with aspirin 300mg/d + clopidogrel 75mg/d as a medical intervention. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this event of patient parent vessel stenosis.

Event description:
It was reported that in the clinical trial the subject flow diverting stent was successfully implanted in the patient for the aneurysm in left internal carotid artery-ophthalmic (c6 segment) and the aneurysm neck was completely covered. 6 months post procedure it was observed by dsa that the patient had intimal hyperplasia with parent artery stenosis >50-75% from the proximal, mid and distal sections of the device with a raymond class 1 score. The patient was given continual dual antiplatelet therapy with aspirin 300mg/d and clopidogrel 75mg/d as a medical intervention. Currently patient has no symptoms with the mrs and nihss of 0.